Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. A report was received of a patient sustaining a burn after pacing. The customer confirmed pacing occurred for more than eight hours but could not provide details on settings or exact duration. They acknowledged they were initially unaware of the instruction for use (IFU) recommendations to check the patient's skin every 30 minutes when pacing for more than one hour and to change the electrodes every 8 hours max. The end user had no record of any checks being performed during the procedure. The device logs were not available as part of the investigation, but a zoll representative has visited this customer and reviewed the investigation results. The IFU and discussions surrounding setup were reviewed with the customer. No trend related to similar reports.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a 77-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. After removing the electrode pads, a third-degree burn was found on the patient. Complainant indicated that the patient subsequently expired.